Manufacturer narrative:
Device evaluated by MFR: synergy, ous, mr 2.25x38mm, stent delivery system was returned for analysis. The distal end of the device which includes the port bond, polymer extrusion, balloon, stent and tip sections of the device were not returned. A request was made regarding the return of the distal end of the device however it was not returned for analysis. A visual and tactile examination found a break in the midshaft 130 mm distal from the hypotube midshaft bond. Based on the type of damage evident the break was likely caused by excessive forces exerted during withdrawal. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed, complex target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. Four guide wires were inserted; in the main vessel, side branch and in left anterior descending (lad) artery. A 2.25 x 38 synergy drug-eluting stent was advanced and deployed to treat the lesion. The stent was post dilated three times with the stent delivery system (sds) balloon at 11 atmospheres nominal pressure. During removal of the sds, resistance was felt inside the guide catheter and the balloon became stuck in the sheath. The shaft detached midway at its guidewire exit hole. The sds was removed completely, together with the guidewire. No segment remained inside the patient's body. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed, complex target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. Four guide wires were inserted; in the main vessel, side branch and in left anterior descending (lad) artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced and deployed to treat the lesion. The stent was post dilated three times with the stent delivery system (sds) balloon at 11 atmospheres nominal pressure. During removal of the sds, resistance was felt inside the guide catheter and the balloon became stuck in the sheath. The shaft detached midway at its guidewire exit hole. The sds was removed completely, together with the guidewire. No segment remained inside the patient's body. The procedure was completed. No patient complications were reported.